Manufacturer narrative:
Notification has been marked in this field to indicate this complaint is part of a voluntary field action.

Manufacturer narrative:
Patient's date of birth, age, sex and weight unavailable from facility. Device evaluation: during evaluation, a kink was present on the catheter, ~5 inches from the hub. Patency confirmed; able to thread guide wire through device.

Event description:
Patient procedure occurred where, during preparation for use, the bridge balloon failed to load onto the guide wire. The balloon "kinked" just proximal to the hub of the device. Another bridge device was used prophylactically successfully. There was no reported patient harm, and patient was discharged per operative plan.